Event description:
The customer returned the device for repair of air/water flow issues from the air/water flow system. The olympus service center evaluated the device and identified the air/water nozzle was blocked with foreign debris.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The evaluation also identified a lens chipped. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material remained and could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.